Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that insulin would not come out of the bd ultra fine¿ pen needle during the flow test and injection. This occurred on 2 separate occasions, but the dates are unknown. Additionally, it was reported that the non-patient end needle was found missing when attempting to connect the bd ultra fine¿ pen needle to the hub during use. The following information was provided by the initial reporter: "issue 1: consumer reported insulin was not coming out during the flow test. And sometimes during the injection on an unknown times and on an unknown incident date." "Issue 2: consumer reported missing non patient needle. When she was attaching the pen needle on her long lasting insulin, she realized she had to twist the hub and was not attaching it on the pen, when she removed it she noticed the needle was missing." Consumer uses new pen needle each time of her injection. Consumer only visually tests the patient end side of the needle. She firmly attaches the pen needle on to the pen.